Event description:
There was no audio alarm. The customer support engineer (cse) verified that the alarm was intermittent when moved. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.